Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "during initial surgery there was an unappreciated fracture of greater trochanter that did not heal. The doctor revised and was satisfied. The doctor stated that the revision was not related to the implants."